Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed through the provided photographs and due to the nature of the sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system, solution sets were leaking chemotherapy medication from the junction of the drip chamber and the tubing. This issue was identified before using or during set up for all but one in which the nurse noticed the bag was wet and the tubing was dripping. The customer reported that there was no patient involvement. No additional information is available.